Event description:
Info received, indicates the bed is operating intermittently from the siderails.

Manufacturer narrative:
The tech replaced the left and right siderail ucm boards and cables to repair the bed.